Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 0296676. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that a syringe 10ml saline fill (B)(6) sp had difficult plunger movement during use. The following was reported by the initial reporter: "on (B)(6) 2021, when the nurse used the flush to flush the PICC, it suddenly blocked halfway through the rush, and the liquid in the flush cannot be pushed with all the strength, which brings inconvenience to the operator. It was replaced with a new pre-flushing catheter irrigator, which did not cause harm to nurse-level patients."